Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 03/30/2016. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Intolerance is a physiological complication and analysis of the device generally does not assist apollo in determining a probable cause for this event. A visual inspection was performed on the device, and noted the shell of the band to be discolored, which appeared to be brown in color. A visual inspection noted the port to be discolored as well, and yellow particles were observed on the port septum. The port tubing was noted to be separated/broken. A microscopic inspection was then performed, and noted the tubing to have a striated opening, consistent with a surgical end cut to remove the device. An air leak test was performed on both the band and the port, and no leakage was noted. A fill test was then performed on the port, and no blockage or resistance to flow was noted. Device labeling addresses possible outcome of intolerance as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Reported as: a patient with the lap-band system was reported to have a "lap-band removal - patient intolerance, not tolerating solids or liquids." The patient's lap-band system was explanted.